Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. Both bolts on the anchors were separated from the rest of the anchor. The swage on each anchor was compromised. The patient's fall likely contributed to the loosening and dislocation of the nuts.

Event description:
It was reported to k2m, inc. That the nuts of the anchors disassociated from the anchors and the patient had to be revised for a second time. Second revision took place on (B)(6) 2016. (First revision was reported under 3004774116-2016-00042 and 3004774116-2016-00053.)